Event description:
It was reported that this pacemaker system exhibited high, out-of-range right ventricular (rv) pacing lead impedance measurements measuring, greater than 2,500 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. Review of device data showed there was non-sustained ventricular tachycardia (nsvt) episodes that had noise, however, there was no oversensing. Over the last 12 months impedances have been within the 700-800 ohms range. The patient is not dependent on therapy. Technical services recommended to evaluate in the clinic and perform testing. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker system exhibited high, out-of-range right ventricular (rv) pacing lead impedance measurements measuring, greater than 2,500 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. Review of device data showed there was non-sustained ventricular tachycardia (nsvt) episodes that had noise, however, there was no oversensing. Over the last 12 months impedances have been within the 700-800 ohms range. The patient is not dependent on therapy. Technical services recommended to evaluate in the clinic and perform testing. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited high, out-of-range right ventricular (rv) pacing lead impedance measurements measuring, greater than 2,500 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. Review of device data showed there was non-sustained ventricular tachycardia (nsvt) episodes that had noise, however, there was no oversensing. Over the last 12 months impedances have been within the 700-800 ohms range. The patient is not dependent on therapy. Technical services recommended to evaluate in the clinic and perform testing. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that the pacemaker was found to be in safety mode. Additionally, there were concerns that this device depleted prematurely. It was noted that the right ventricular (rv) lead was found to be fractured resulting in the observations of the noise and loss of capture. Subsequently, the device was explanted and replaced successfully, and the rv lead currently remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker system exhibited high, out-of-range right ventricular (rv) pacing lead impedance measurements measuring, greater than 2,500 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. Review of device data showed there was non-sustained ventricular tachycardia (nsvt) episodes that had noise, however, there was no oversensing. Over the last 12 months impedances have been within the 700-800 ohms range. The patient is not dependent on therapy. Technical services recommended to evaluate in the clinic and perform testing. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that the pacemaker was found to be in safety mode. Additionally, there were concerns that this device depleted prematurely. It was noted that the right ventricular (rv) lead was found to be fractured resulting in the observations of the noise and loss of capture. Subsequently, the device was explanted and replaced successfully, and the rv lead currently remains in service. No additional adverse patient effects were reported.